Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(6) 5 h3: analysis of the 97755 recharger (rtm) (serial number (B)(4) ) found there was a recharge antenna failure, the no device found screen was seen, and thus the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had "an extremely hard time getting it to find the device" when trying to charge the ins, noting they saw the 'no device found' screen as well as 'passive recharge mode'. The patient could "barely get it to read anything" on the passive recharge mode screen even when the rtm was right over the ins. The rtm placement over the ins did not seem to affect the difficulties experienced getting it to find the ins. It took probably 20-30 minutes for the rtm to find the ins, and then "forever" to charge the ins (later reported as probably 45 minutes to an hour to charge the ins). The patient cannot go more than 24 hours without charging otherwise they are in "excruciating pain". The patient also noticed that part of the rtm cord that connects to the paddle looked like it was bending, like it was "broken inside or something" and seemed to be "getting weak"; the connector was broken. The controller went from 100% to 80% battery "pretty quick" while charging the ins, and later went from 100% to 20% battery within 10 minutes and cautioned that it needed to be recharged. The part of the rtm cord that appeared to be "weak" started to burn the patient's skin, noting that "it felt like it was on fire". The patient confirmed they were not injured, noting that the rtm cord "just got real hot". The patient met with representatives in the past, and it would start working okay after meeting with the rep but then "it would start acting up", and they would make another appointment with the rep, but now the issue got progressively worse to the point that they are barely able to charge their ins now. The patient was told by a rep that they should turn off the ins when they go to bed and turn it back on in the morning to "save a few hours", however the patient did this and "could barely move the next day" because they "hurt so bad". The patient was worried about not getting the ins charged because they know how they will feel if they cannot charge, and it takes a month or 2 for them to feel a lot better because their "muscles and stuff" hurt so bad from the stimulation". No further complications were reported or anticipated.